Manufacturer narrative:
Intuitive surgical, inc. (Isi) analyzed the maryland bipolar forceps instrument. The instrument was found to have charring, localized melting at the grip base between the grips and conductor wire insulation damaged. This failure is most caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test.

Event description:
The product was returned as a discrepant return material authorization (RMA). There was no issue reported for this product.